Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. An engineering investigation is currently in progress.

Event description:
On (B)(6) 2016 a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Following implantation of the trunk-ipsilateral leg component, and extending the ipsilateral leg with a plc231400 component, an attempt was made to cannulate the contralateral gate. This attempt was reportedly unsuccessful as it seemed that the cannulation wire was wrapped around the ipsilateral leg of the trunk-ipsilateral leg component. A second attempt to cannulate the contralateral gate was made after advancing the 16fr sheath. The contralateral leg component was advanced over a stiff wire to the long marker of the trunk-ipsilateral leg component. Eventually it was discovered that the leading olive and a 14cm segment of wire were left in the patient. The rest of the delivery catheter was withdrawn. The contralateral leg component's proximal aspect landed approximately 1cm below the contralateral gate. The segment of wire and leading olive were successfully removed from the patient and the contralateral leg component was bridged to the contralateral gate with a plc201200 component. The patient tolerated the procedure.

Manufacturer narrative:
The engineering evaluation stated the leading end of the catheter had separated from the catheter body at the trailing olive. The guidewire lumen had pulled out of the trailing olive bond on the catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information. Results: the imaging evaluation stated images provided do not allow for evaluation in relation to the reported event.